Event description:
It was reported that the patient's right atrial (ra) lead exhibited an undersensing in the atrial channel. Programming changes were discussed but not made. No intervention was performed. The patient had no adverse consequences.